Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure). Essure was removed in 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions, prior to undergoing the essure procedure. She sought treatment for her symptoms, but was unable to resolve them. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (diagnostic laparoscopy, lysis of adhesions, suction of purulent material in pelvis and to remove essure). Essure was removed in 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved and the pelvic inflammatory disease outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms, but was unable to resolve them. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received event pelvic inflammatory disease was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure). Essure was removed in 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms, but was unable to resolve them. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on he available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received. Reporter's information were added. Essure removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report